Event description:
The customer reported this atrial lead was explanted and capped due to low impedance measurements and loss of capture during normal pacemaker replacement procedure. A new lead was successfully implanted and to date, no adverse pt effects were reported. The device was actively implanted for approx 7 years, 7 months.

Manufacturer narrative:
The lead was capped, therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The event will be re-evaluated if additional info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.